Manufacturer narrative:
Qn#(B)(4). Complaint details were reviewed. No unit was returned for evaluation. The instructions-for-use (IFU) provided with this kit warns the user "if significant resistance is felt by inserting the bypass tube into the manta sheath, remove the entire system and open a new device.". A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. A device history record review was performed, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: "first manta device was introduced into manta sheath valve with increased resistance which caused it to back out and affected the tip and anchor. Another device (second manta) was opened and introduced into the same sheath with same resistance, but bypass tube went in and was held in place with operator's thumb while advancing the manta device fully into clicked position. From there the manta worked as it should and a good close was noted. This complaint is for the second manta. Associated complaint (B)(4).

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "first manta device was introduced into manta sheath valve with increased resistance which caused it to back out and affected the tip and anchor. Another device (second manta) was opened and introduced into the same sheath with same resistance, but bypass tube went in and was held in place with operator's thumb while advancing the manta device fully into clicked position. From there the manta worked as it should and a good close was noted. This complaint is for the second manta. Associated complaint 3010252479-2025-00098.